Event description:
On (B)(6) 2012 the reporter contacted animas stating that he re-booted the pump due to a communication issue between the pump and the meter remote, and when the pump rebooted he was unable to confirm the verify screen because the pump's keypad buttons were unresponsive. The patient reportedly wears the pump on a belt and does not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): there was no visible damage to the keypad. The keypad buttons were found to be unresponsive to presses. The keypad was removed and no button contact defects were found. The pump was opened and the moisture damage was found on the keypad flex connector. Unrelated to the complaint the display screen was found to be faded and discolored.